Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed.

Event description:
Physician reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Event description:
Physician reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 d6b g2 g4 h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture. Device remains implanted.